Event description:
Patient reported "abscess, and nasty black fluid in breast" for an unspecified side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess and infection.

Event description:
Patient reported "abscess, and nasty black fluid in breast" for an unspecified side. Device remains implanted.